Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 25-jan-2018 with the following findings: during investigation, the battery compartment was found to be cracked from the threads down to the case seal on the side. The returned battery cap was observed to be undamaged and able to secure properly. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment. This report is made based on results of investigation completed on 25-jan-2018.